Manufacturer narrative:
Review of the driver's alarm history confirmed the system malfunction alarm as observed by the customer. The driver passed all incoming functional testing and was subjected to additional power cycle testing. The driver performed as intended, and there was no evidence of a device malfunction. Additional manipulation of the key switch proved that a system malfunction alarm is recorded if the key switch is improperly or incompletely turned. The likely root cause of the customer-reported alarm was the key being improperly or incompletely turned. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4863 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the companion 2 driver was not in patient use. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm during system check out.